Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sear extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection found no damage to the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The ceramic dots were present on the grips. The instrument cut and sealed without any issues. A review of the logs found no errors. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was not sealing properly and was slipping off the tissue. The procedure was completed with no reported injury.